Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device unpacking, the stent was noted to be prematurely deployed. The device was not used. There was no patient involvement and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Device originally reported as returning was actually discarded. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. In this case, it may be possible that inadvertent mishandling during removal from the packaging contributed to the reported premature deployment; however, this could not be confirmed. A review of the lot history records did not reveal any nonconforming material records for this lot. A query of the complaint handling database for the reported lot was performed and revealed no other incidents for this lot. There is no indication to suggest a product quality deficiency. All self expanding stent delivery systems are inspected for damage during the manufacturing process.